Event description:
Scheduled procedure was open reduction internal fixation left ankle. The drill bits broke inside the pt leaving the tips of both drill bits in the pt. The surgeon elected to leave the pieces in the pt.